Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A manufacturer review is in progress and an additional medwatch report will be submitted upon receipt of additional information.

Event description:
A peritoneal dialysis patient discovered a fluid leak while removing the disposable peritoneal dialysis cartridge after cancelling his peritoneal dialysis therapy session due to air detected in the cassette alarms. The patient's pd rn reported that the patient experienced no adverse event related to the fluid leak. The patient was not administered an antibiotic. The set was discarded.